Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the therapy electrode pads. The area was described as an itchy rash. It was reported that the patient had nickel allergy. During a follow up, it was reported that the patient saw his doctor who prescribed an ointment for the skin and the irritation was improving.